Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp in connection with this event. It is unknown if any repair was performed; however, the getinge representative has stated that the customer is using the machine regularly.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) generated an long beep, an "autofill failure" alarm, and blood was observed in the catheter tubing. There was no patient harm and no adverse event was reported.